Manufacturer narrative:
Lot #, serial #: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Manufacture date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to a novasure endometrial ablation a laparoscopy tubal was performed. After the tubal the physician moved to dilation and the patient started to move and wake up. "The anesthesiologist noted to stop and give him a second to tend to the patient while the patients stats dropped." "The anesthesiologist then gave the ok." The novasure ablation was completed. "The anesthesiologist told staff that the patient was stable at the moment and noted its possible she had a pulmonary embolism." Additional information was received that the patient had a history of pulmonary embolism. The patient stayed 2-3 extra days in the hospital and was released and is home okay.